Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had accidentally hit the wall at the beginning of 2017 and hit their head at the implanted electrode position. After the event, their head was itchy, there was an infection and pus and it had been unable to heal. The would had been treated at the hospital for 2 months, however it was still unable to heal. It was unknown if there was more than a 50% reduction in symptoms. Troubleshooting was unknown. The patient was currently observing at home. No further complications were reported as a result of this event.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the patient did not discontinue therapy.